Event description:
A customer reported that they observed an error 4 message displayed on their freestyle meter. The customer also observed the low battery and booklet icons. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.